Event description:
It was reported that when using the bd pyxis¿ es server patient was not showing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the facility code did not exist, which caused the system to reject the message. A technical support specialist (tss) investigated the two samples and found that the admit date was missing from the initial preadmit message. Another issue was that the system received the preadmit message after the register message, which caused the patient to revert to a preadmitted status. This led to the message being rejected and not processed. The issue was related to the hospital active directory (adt) side. After that, the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.